Manufacturer narrative:
Date sent to the FDA: 03/30/2009. Conclusion: the actual device involved in this event was returned for eval. The leak test was unable to be performed because, the luer fitting was disconnected from the tubing going to the trumpet valve. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2009. After inserting the device, it was not working in regards to pressure. After removing the device, the balloon was leaking. Another like product was used to successfully complete the procedure with no adverse pt consequences.